Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms were noted. The insulin pump passed basic occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 104 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.